Manufacturer narrative:
The clinical nurse specialist at the user facility reported that they did not record the lot number or model number of the pad and the leaking pad was discarded. It was reported that there was a small hole (smaller than their finger) in the seam that was allowing the water to leak out. Device not returned.

Event description:
It was reported that during the therapy, all the water from the pad emptied into the patient¿s bed. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that during the therapy, all the water from the pad emptied into the patient¿s bed. The patient was not adversely affected and no clinically relevant delay in treatment was reported.